Event description:
Healthcare professional reports one incident of a hemolytic event occurring one-half hour into treatment. At the beginning of treatment pt had to be restuck due to clots in the arterial needle. Pt began to complain of stomach cramps and had an increase in blood pressure. Pt was monitored and labs were drawn approximately 2 hrs into the treatment. Pt was given norvasc 5 mg orally. Pt reported that stomach cramps improved but blood pressure was still elevated. Three hrs into the treatment the system clotted. The pt's blood was returned and treatment resumed with a new dialyzer and new bloodlines. Administration of 5 mg norvasc orally was repeated. Lab reported results of specimen as hemolyzed. A second set of labs were ordered. Second set of labs also hemolyzed. Approximately 3.5 hrs into treatment an EKG was performed and showed no indication of an arrythmia event. Third set of labs were drawn. Pt completed treatment. Blood pressure still elevated 208/70 and pt still experiencing abdominal discomfort so pt was sent to the ER for evaluation. Third set of labs also showed hemolysis. Specimen obtained in the ER originally reported as clear so pt sent home. ER dr reported later that sample was hemolyzed but reported incorrectly by lab. Pt was phoned at home by the ER and told to come back in the morning to recheck hemolysis screen. Pt's symptoms have resolved and pt is fine.